Event description:
It was reported that the keypad of a spectrum pump did not function. This occurred upon power-up in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was received for evaluation. During functional testing, the keypad worked properly. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.